Manufacturer narrative:
Name of hospital: (B)(6) hospital. Street address: (B)(6). Patient city: (B)(6). Patient postal code: (B)(6). Patient country: puerta rico u.s. This information in the emdr was reported by the doctor to the distributor representatives and then these representatives in turn reported the information to the company¿s employee. Based on the available information, this event is deemed to be a reportable malfunction and serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The emdr is being reported for an unknown number of dressings from unknown batch number used on unknown number of patients. Health care provider reported via written communication regarding multiple wound complication that had been associated with the usage of product as dressing was strong or potently adhered which resulted in peri-wound skin injury such as skin peeling and hemorrhagic blisters beneath the adhesive tape border of the dressing. The provider had shared usage of company's adhesive remover spray to assist ease of dressing removal technique; additionally shared about previously used an alternate other company's MFR (medical first responder kit) dressing for similar conditions in past three years or practice without related skin complications which was recently noted with use of current dressing and recommended for consideration of product adhesive modification. The provider did not share details on the wound related conditions being treated such as peri-wound skin care/preparation, patient positioning, application technique, removal technique utilized, or dressing wear time but photographs associated with the issue were received from the complainant indicated orthopedic hip and knee locations. The provider was agreed to follow up communications.